Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter when fluid was observed leaking from a longitudinal rupture in the balloon located 1 mm distal to the distal balloon marker, extending proximally for a length of 1.6 cm, confirming the reported rupture. It could not be determined if the rupture was along a crease or fold in the balloon. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Scanning electron microscopy (sem) analysis confirmed a longitudinal rupture in most of the working length of the balloon. It was determined that the balloon failure may have been attributed to damage initiating from the inside of a balloon fold as longitudinal lines were observed along the inner surface adjacent to the fracture. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Although the exact cause for the rupture cannot be determined, this type of damage is most consistent with exposure conditions during the procedure, a material/processing discrepancy, or multiple inflations and/or high stress being applied to the balloon material. There were slight scratches found on the outer surface of the balloon, which may have occurred from interactions with other devices during the procedure, although this cannot be confirmed. Based on the information received with the reported event, the analysis of the returned product and the results of the sem analysis, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during the procedure in the non-calcified circumflex artery, after successful device preparation, the voyager dilatation catheter was advanced to the target lesion. Inflation of the balloon was initiated; however, the balloon could not fully inflate. The dilatation catheter was removed from the anatomy and a new 2.5 x 20 voyager was used to successfully perform dilatation. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.